Event description:
It was reported that high capture thresholds, increased pacing lead impedance, and decreased r-wave amplitudes were observed. The physician elected that no intervention will be performed. The patient was asymptomatic and is non-compliant with scheduled device checks.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.